Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 01/07/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue was not verified. No product quality deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the best estimate is between august 17, 2018 and october 19, 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 +25.0 diopter intraocular lens (iol) was implanted in the patient¿s right eye on (B)(6) 2018. Reportedly, the lens was later explanted on (B)(6) 2018 due to the patient complaining of horrible halos. A zcb00 +24.5 diopter lens was implanted as a replacement. The patient was reported doing fine with no complaints. No additional information was provided.